Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to an unreported cause. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for another indication. During the hospitalization, the patient developed peritonitis. Treatment for the event and whether dianeal therapy was ongoing during hospitalization was not reported. On an unreported date, the patient was put into hospice care (reason unspecified); further described as since, the patient was not recovered from the peritonitis as this time, the patient would be kept more comfortable. Subsequently the patient passed away while under hospice care due to an unreported cause. It was not reported if an autopsy was performed. The caregiver reported that the peritonitis was not resolved and the patient was not recovered from the peritonitis prior to death. The pd nurse reported they did not know if the patient recovered from the peritonitis event prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: outcomes attributed to adverse events, date of event, relevant tests/lab data. The date of the event onset was an unknown date in (B)(6) 2016. On an unreported date during the same month of event onset, the patient was hospitalized for an infection that was then confirmed to be peritonitis. Treatment for the event was not reported. Twenty-two days prior to the receipt of this report, the patient was discharged from the hospital and passed away. The cause of death was not reported but was reported as not being due to peritonitis. Pd therapy was discontinued on an unknown date in the same month as the onset, prior to the death. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.